Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage. Blood glucose was unknown at time of incident. Troubleshooting was completed. Customer stated that the reservoir was unable to lock in place. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Unit had cracked reservoir tube lip and broken or missing part noted. The test reservoir locked in place properly and no anomaly noted. No cracked or stripped battery tube noted.